Event description:
It was reported that the following comment was documented during the ¿IV smart pumps: bridging expectation and reality¿ webinar: "beep, beep, repeat: the trouble with intravenous pump alarms blog". There was no information on patient involvement.

Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had false alarm was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.